Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device never worked from the very beginning. The patient went back to the clinic for the device to be checked and be reset every three months and would call between appointments, but it still did not work. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that their device was no longer working after 2 years of being implanted. They did not know the exact date the system became inactive. They also stated it never really worked. Additional information stated the implanted device didn't work for them, however it was still inside their body, not functioning. No further complications were reported or anticipated.